Event description:
It was reported from the (B)(4) clinical study that during the implant, the left ventricular lead was unable to have the guidewire retracted from it. The lead was removed and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the guidewire was stuck in the lead. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, the lead appeared damaged at implant and the lead was stretched. The analyst commented that it was apparent that when attempting to pull back the guidewire, its coating became ensnared with the distal conductor. This caused a distortion of the filars.